Manufacturer narrative:
On september 11, 2023, mentor received the following additional information. The operative report was provided and the patient underwent bilateral removal and replacement with 550cc mentor memorygel breast implants on august 17, 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced burning in both breasts and observed breast lumps on both sides. Ultrasound imaging was conducted and indicated a ruptured left breast implant. After an in-office visit with a medical professional, she was diagnosed with suspected bilaterally ruptured breasts implants. As a result, the patient underwent bilateral removal and replacement with undisclosed gel breast implants on (B)(6) 2023. During the replacement surgery, the left breast implant was confirmed ruptured; however, the right breast implant was found intact. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-09810 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: paresthesia, breast mass, suspected rupture. Manufacturer¿s reference number: (B)(4).